Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for a dual chamber pacemaker implant. The physician had to reposition the rv lead several times to find a good location. At the time, the patient was reported to be a good condition, but the blood pressure was a little low. The physician then implanted the atrial lead, which also took multiple repositioning¿s, and with the final position, the physician was unable to obtain a bp and called a code. Severe tamponade was noted via echo, and the physician performed a pericardial window. Another physician was called to assist and stabilize the patient, the physician connected the leads to the device, and then the patient was sent to the operating room with a CT surgeon. On (B)(6) 2018, it was reported that the patient expired. No further information available at this time.